Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). The lot number is not currently available. Without a lot number the device history records review could not be completed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Investigation summary: the complaint device was received and evaluated. Visually, no anomalies were evident on the device. All components seem intact and function as intended. An expressew iii needle was inserted in the complaint device and tested on a sample rubber strip. The needle deployed successfully, passing suture through the rubber strip. This procedure was repeated several times to confirm the suture passer performed as intended. The reported failure cannot be confirmed and we cannot discern a root cause at this time. However, a potential root cause can be grabbing an excessive amount of tissue between the suture passer during a procedure makes it difficult for the needle to deploy. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that there were no issues during the manufacture of the product that would have contributed to this complaint condition. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. At this point in time, no corrective action is required and no further actions is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff procedure, it was observed that the needle on the customer's expressew iii w/o hook would not deploy. The needle was loaded properly. The replaced the device with another like device to complete the procedure. There were no patient consequences. It was not reported if there was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.